Event description:
During biomed testing, the device was unable to adjust pacer rate. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for zoll medical. The suspect control board was removed and returned. The malfunction was duplicated and attributed to physical damage to the plastic on two switches.